Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the ring around the top around, the o-ring was out and was unable to lock in place when inserted into pump. The blood glucose was 194 mg/dl, 172 mg/dl, 283 mg/dl. Customer treated high blood glucose with the insulin pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The device was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, cracked battery tube threads and minor scratches on lcd window.